Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to hospital on (B)(6) 2019 with shortness of breath, and abdominal pain. The patient was found to have an abdominal abcess that required an incision and drainage. Post incision and drainage, an abdominal ultrasound was performed and a large fluid collection was noted in what appeared to be the right abdomen. Per the account, the type of infection was skin/soft tissue cellulitis. The pathogen was found to be staphylococcus aureus. The patient received intravenous antibiotics while in patient. The patient was prescribed oral antibiotic, bactrim as well as parental antibiotics, ancef, daptomycin, and vancomycin. Per the account, a continuation of antibiotics is planned once the patient is discharged.

Manufacturer narrative:
Manufacturer investigation conclusion: the cause of the reported infection could not be determined. The center reported that the patient was diagnosed with a driveline exit site infection after presenting with shortness of breath and abdominal pain. The patient was found to have an abdominal abscess/cellulitis, requiring incision and drainage. An ultrasound following the drainage showed fluid collection, isolated to the right abdomen. The patient was treated with IV antibiotics, with the plan to continue antibiotics following discharge. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event. The hm3 IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.